Event description:
The customer reported that they were not receiving waves for spo2.

Manufacturer narrative:
(B)(4): the customer reported that they were not receiving waves for spo2. The report from the customer indicates that the spo2 parameter (spo2 waveform) was lost for an undetermined time period. The limited available information about the potential time period of lost monitoring and about whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure. According to the initiator of this case, the reported failure mode did not involve an adverse pt incident or lead to such an incident in the past. We will consider that there was minimal delay/interruption of pt care and that pt care was prioritized per hospital protocols. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.